Event description:
It was reported that the customer was hospitalized due to a urinary tract infection. While in the hospital, the customer experienced high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Did find a no delivery alarm in the alarm history. The customer did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.